Event description:
It was reported that the patient had surgery for a non device related issue. The pulse generator was exposed to electrocautery . On (B)(6) 2014 the patient presented to the clinic for follow up, the device exhibited backup vvi mode. After a device software download, normal device function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.